Event description:
It was reported that the customer experienced a blood glucose level of 15-18 mmol/l. Troubleshooting with the insulin pump was performed and the insulin pump did not pass the high pressure test, which was carried out twice and failed both times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.